Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has not reported any problems with his implant. The user was re-implanted on (B)(6) 2025. Information on the device explantation indicated that the device has malfunctioned.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the information received from the field the device was explanted due to six channels being disabled. Reportedly three active electrode contacts were not inserted into the cochlea during implantation surgery. An additional partial migration of two additional basal channels seems likely based on the received in situ measurements. Furthermore, one apical channel was causing facial nerve stimulation. During investigation it could be confirmed that this was likely not caused by a device malfunction. The device explantation report form states that coupling was insufficient, which might be related to a too thick skin flap, as this was suspected by the field. During investigation the device operated within normal limits. Mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user has not reported any problems with his implant. The user was re-implanted.